Event description:
It was reported, that after the patient's artery is indwelled. The pressure sensor was connected and the blood pressure value cannot be read. Which affected the surgical operation. There was patient involvement. But, no patient harm/adverse event reported.

Manufacturer narrative:
D4: expiration date. And h4: manufacture date are unknown. Invalid lot number provided by the customer. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
Additional information was received to correct the reported lot number

Manufacturer narrative:
B5 - describe event or problem, d4 - lot number, expiration date, primary UDI number and h4 - device mfg date: updated. H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.